Manufacturer narrative:
The previously written statement "the beckman coulter internal identifier for this report is (B)(6)" is incorrect. The corrected internal identifier for this report is (B)(6).

Event description:
This is a follow up report.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse located the leak coming from the connection between the sample syringe and sample probe at the manifold junction. The fse replaced all necessary hardware components including worn tubing and mouthpiece to resolve the leaking issue. The beckman coulter internal identifier for this report is (B)(6).

Event description:
On (B)(6) 2015 a customer reported to bci a clear fluid leak coming from the au680 clinical chemistry analyzer while performing analysis. Customer commented that the leaking only occurs when the analyzer is running. The customer was wearing personal protective equipment consisting of laboratory coat, gloves and goggles. There was no operator exposure or injury reported and no erroneous patient results generated or reported.